Event description:
It was reported that the device showed all three (charge-pak, attention and wrench) icons displayed. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Through the evaluation, it was determined that the charge-pak installed in the device had been expired for 1.5 years, which led to the internal hlc batteries being drained. The likely cause of the reported issue was due to the customer not maintaining the charge-pak assembly.